Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: trident 0 deg insert 40 mm; cat#623-00-40f; lot# 8nmmpe. Trident psl ha cluster 56 mm; cat#542-11-56f; lot#w4ymke. Acetabular dome hole plug; cat#2060-0000-1; lot# 03ampd. #6 mod rev hip broach bdy/bolt component level 9006-1-016; cat#6276-3-006; lot# 27067401. Mod plasma ha stm 18mm x 167mm restoration modular hip system; cat#6276-5-118; lot# 13198601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported from the attorney through the filing of a legal claim that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where he was implanted with a stryker hip system. It is further alleged that walking has become more difficult and painful and he is concerned that without further immediate treatment he will likely lose his mobility.